Manufacturer narrative:
Updated information was received with a corrected occurrence date. B.3 was corrected accordingly.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The information provided indicates the pvl was most likely caused by interaction between the valve and the patient¿s pre-existing calcification spot between the lcc and ncc. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a tf tavr case in the native aortic position, the sapien 3 valve was deployed in the targeted position uneventfully. Approximately one month later, symptoms of heart failure were observed. An echo showed mild paravalvular leak (pvl) from between the left coronary cusp (lcc) and non-coronary cusp (ncc). Balloon valvuloplasty with a non edwards balloon was unsuccessful and a 10 mm amplatzer vascular plug was implanted. Per the physician, the pvl occurred from an area of calcification between lcc and ncc. The device remains deployed in patient and will not be returned for evaluation.